Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant procedure, no capture was observed when the lead was placed at its position. Lead was not used and was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.